Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, the powerglide was placed and then when flushed the saline was actually shooting out of the hub, not infusing into the patient. The entire procedure had to done over and the patient had to be stuck again.